Event description:
No sample or picture available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The potential root cause could be related to 1) an upstream occlusion alarm is triggered when the lvp cannot fill the ipc (pumping chamber) of the administration set due to the inlet tubing of the set being kinked or the slide clamp being actuated on the tubing, 2) small syringes can sometimes cause this to trigger when infusing from the secondary access port (through the secondary lav), 3) spike was not inserted correctly into the solution bag. If an administration set triggers this alarm without the tubing being kinked/clamped or without infusing through a small syringe (5 cc), there could be an issue with the administration set that needs to be investigated. The current process controls detection includes 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection related to kinks during the manufacturing process and final physical inspections. The batch record fa25c10038/fa25c10020 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.

Event description:
The following has been reported: customer reported: 'unable to infuse secondary infusion. Pump displaying occlusion upstream. Troubleshooting pump and reseeding secondary set on secondary inlet, but no resolution. Primary administration set change to a new one and secondary infusion was able to infuse. If the issue occurred during the infusion, was it on the primary or secondary line? What drug was used for the infusion? Methotrexate. What type of container was tubing connected to? Plastic bag. What attachments were connected to the tubing? (Filter, cstd, check valve) n/a. If an alarm triggered, please specify the type of alarm: occlusion upstream. What did you do to resolve the issue? Primed a new administration set patient harm: no. Serial numbers (B)(6) (MFR date 3/10/2025). A preliminary review identified the following issue: unresolved occlusion alarms. An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.